Event description:
Literature was reviewed regarding a 72-year-old female patient who underwent aortic and mitral valve replacement with a medtronic 21-mm avalus bioprosthetic valve and a non-medtronic stented tissue valve, respectively. Postoperative assessment found acceptable mean gradients with no paravalvular or central regurgitation. At five days postoperative the patient experienced ventricular standstill which required implant of a permanent pacemaker. At seven days postoperative the patient experienced a rapid decline in clinical status. In the intensive care unit the patient experienced new-onset atrial fibrillation, seizure-like activity and then became unresponsive and asystolic. Emergent cardiopulmonary resuscitation and cardiac massage were unsuccessful, and the patient died. No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: glines et al. Triple threat: significant concomitant aortic stenosis, mitral stenosis, and systolic anterior motion of the mitral valve causing left ventricular outflow tract obstruction in cardiac surgical patients. Case rep anesthesiol. 2023 mar 17;2023:9995115. Doi: 10.1155/2023/9995115. Ecollection 2023. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.